Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The catheter was placed from right upper arm on (B)(6) 2018 for chemotherapy. It was reported that the leakage of anticancer agent(vepesid) at the insertion site was found after 53.2ml of the vepesid (10ml/hr) was infused. The catheter was removed from the patient, and the crack was found about 9cm distal from the insertion site of the catheter. It was stated since the site where crack was found was inside of the body, the doctor in charge decided to continue with the follow-up observations though there was no patient injury confirmed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation showed blood residue on and within the returned sample. Both lumens of the sample were flushed with a 12 ml syringe of water. A spraying leak was observed near the 11 cm depth marker when the red lumen was flushed. A microscopic observation revealed a circumferential split with two connected longitudinal splits. The two longitudinal splits were observed to be mostly straight but with uneven fracture surfaces that were granular in texture. One of the longitudinal splits was observed to follow an extrusion feature on the surface of the catheter and the other longitudinal splits was located at one of the corners of the circumferential split. The circumferential split was observed to be jagged and uneven with a granular surface texture and slightly angled edges. The investigation findings outlined above are characteristic of damage accumulated through flexural fatigue in multi-lumen polyurethane catheters. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The catheter was placed from right upper arm on (B)(6) 2018 for chemotherapy. It was reported that the leakage of anticancer agent(vepesid) at the insertion site was found after 53.2ml of the vepesid (10ml/hr) was infused. The catheter was removed from the patient, and the crack was found about 9cm distal from the insertion site of the catheter. It was stated since the site where crack was found was inside of the body, the doctor in charge decided to continue with the follow-up observations though there was no patient injury confirmed.